Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips or evaluation, but has not yet received them.

Event description:
The test strips were sent on behalf of a patient alleging that they were reading incaccuratley low. Ac ontrol solution test was performed using a customer care department meter. A control solution test result of 145 mg/dl was obtained, while the specified range was 90 to 122 mg/dl. A retest was not performed. A lfs representative contacted the patient to obtain additional information. The patient tested his diabetic mother-in-law's blood glucose level and obtained a 60 mg/dl alternating with a message to contact a doctor. As a result of the low result, he tested his blood glucose level and obtained a 65 mg/dl. He reported that he does not have diabetes. He gave his mother-in-law three spoons of sugar and tested her blood glucose level with test strips from a different vial. A result of 300 mg/dl was obtained. She did not develop any symptoms or seek any medical attention. She is insulin dependent; however, the types of insulin or dosage taken were unknown. He was unable/willing to provide any other relevant information. The patient did not allege harm. There is no significant information to suggest that the patient or his mother-in-law experienced injury or medical intervention due to the product. The test strips were purchased from pharmacy 1 week prior to making the complaint. Approximately 14 out of 25 test strips had been used. The lfs representative discovered that the test strips were yellow in color. Although the patient was unwilling to verify the method of storing the test strips, the control solution test failed. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Complimentary test strips and control solution were sent.